Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that atherosclerosis occurred. In (B)(6) 2014, the patient presented with stable angina as well as objective evidence of ischemia. The patient was referred for cardiac catheterization and on the same day, the index procedure was performed. The target lesion as located in the mid right coronary artery (rca) with 95% stenosis and was 33mm long , with reference vessel diameter of 3.5mm. The lesion was treated with pre-dilatation and placement of a 38x3.50mm study stent. Following post dilation, the residual stenosis was 0%. One day post procedure, the patient was discharged on clopidogrel and acetylsalicylic acid. In (B)(6) 2017, the patient was diagnosed with coronary atherosclerotic heart disease and was hospitalized on the same day. Two days after, the patient's coronary angiography revealed 85% stenosis noted in the mid rca which was treated with percutaneous coronary intervention (pci). Post treatment, the stenosis was 30%. Five days later, the outcome of the event was considered to be recovered/resolved and the patient was discharged on the same day.